Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 9 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), visual impairment ("visual disturbances"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory disturbances"), fatigue ("extreme fatigue"), depression ("depressive state"), musculoskeletal pain ("constant joint and muscle pain"), chest pain ("chest pain with feeling of being in a vice"), feeling abnormal ("chest pain with feeling of being in a vice"), tendonitis ("multiple tendonitis"), paraesthesia ("tingling in members"), dyspareunia ("pelvic pain during sexual intercourse") and feeling cold ("feeling of extreme cold in evening"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, visual impairment, disturbance in attention, memory impairment, fatigue, depression, musculoskeletal pain, chest pain, feeling abnormal, tendonitis, paraesthesia, dyspareunia and feeling cold outcome was unknown. The reporter considered back pain, chest pain, depression, disturbance in attention, dyspareunia, fatigue, feeling abnormal, feeling cold, memory impairment, musculoskeletal pain, paraesthesia, tendonitis and visual impairment to be related to essure. The reporter commented: between 4 and 6 months after placement of the inserts her health status started to decline. She had a work-up in rheumatology, numerous CT-scans, MRI, blood tests and physiotherapy sessions. She was referred to an allergy specialist for tests, which turned out to be weakly positive. Her gynecologist-surgeon requested a final neurological work-up before removal of the essure inserts. Her health has clearly improved since removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 308. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 22-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) year-old female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 9 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), visual impairment ("visual disturbances"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory disturbances"), fatigue ("extreme fatigue"), depression ("depressive state"), musculoskeletal pain ("constant joint and muscle pain"), chest pain ("chest pain with feeling of being in a vice"), discomfort ("chest pain with feeling of being in a vice"), tendonitis ("multiple tendonitis"), paraesthesia ("tingling in members"), dyspareunia ("pelvic pain during sexual intercourse") and feeling cold ("feeling of extreme cold in evening"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, visual impairment, disturbance in attention, memory impairment, fatigue, depression, musculoskeletal pain, chest pain, discomfort, tendonitis, paraesthesia, dyspareunia and feeling cold outcome was unknown. The reporter considered back pain, chest pain, depression, discomfort, disturbance in attention, dyspareunia, fatigue, feeling cold, memory impairment, musculoskeletal pain, paraesthesia, tendonitis and visual impairment to be related to essure. The reporter commented: between 4 and 6 months after placement of the inserts her health status started to decline. She had a work-up in rheumatology, numerous CT-scans, MRI, blood tests and physiotherapy sessions. She was referred to an allergy specialist for tests, which turned out to be weakly positive. Her gynecologist-surgeon requested a final neurological work-up before removal of the essure inserts. Her health has clearly improved since removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-sep-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 356 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, here is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.